Event description:
Hcp reported pt presented with "loss of effect" and "withdrawal appearance" following refill. The pump and catheter were explanted and replaced in 2004. At the explant the physician noticed 10ml of a white liquid in the pump pocket. The pump was returned to the MFR for analysis. The pt described the withdrawal symptoms only in the first week after refill. After this first week, the therapy-outcome was ok.